Event description:
A malfunction on the customer's pump was reported, which caused their blood glucose level to rise to over 600 mg/dl. The customer managed the high blood glucose level with a correction injection using multiple daily injections (mdi). There was no reported need for third-party assistance due to the blood glucose level, although normal assistance was received. Technical support provided guidance to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and to contact technical support if the error appeared again.